Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product: type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was recieved from the manufacturer's representative. The patient was undergoing a catheter revision on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had pulled out their catheter from the intrathecal space. The reporter planned to contact the physician to discuss the next steps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the patient was receiving an unknown drug via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.